Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low and high blood glucose level. The customer had not reported any symptoms and was treated with food and high with bolus. Customer's blood glucose value was 48 mg/dl at time of incident. Customer's high blood glucose value was 300s mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. The product was not returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Unit received with cracked case on the back at the battery tube area and belt clip rail case corner. Unit received with minor scratched display window, case and keypad overlay.